Event description:
Ous MDR - the patient reported a "violent hit". When the device was checked, shortly after this event, the ICD couldn't be interrogated. The patient presented to the hospital and it couldn't be interrogated there either. The patient was admitted to the hospital, and a revision was performed. Insulation damage on this lead was observed during the explantation. No deterioration of the patient's state of health was reported.